Event description:
It was reported that after a factory reset, the user¿s ilet pump was not receiving glucose readings from a dexcom g7 continuous glucose monitor (cgm) sensor until the sensor code was re-entered, consistent with intermittent communication failure associated with the electrical/magnetic subsystem and antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the event characterized as a communication disruption between the cgm sensor and the ilet, consistent with transient bluetooth pairing issues. It was concluded, based on previously established findings for similar reports, that the cause was a temporary bluetooth communication anomaly.

Manufacturer narrative:
Initial.